Event description:
It was reported that during a lap cholecystectomy procedure the clips were malforming on both devices. Another instrument was used to complete the procedure with no patient consequences.

Manufacturer narrative:
Date sent: 07/17/2007 d4; information anticipated, but unavailable at this time.